Manufacturer narrative:
The insulin pump had a cracked and bleeding liquid crystal display glass. Unable to perform the prime test or displacement test due to the display anomaly.

Event description:
It was stated that insulin was squirting out during the manual prime. The insulin pump also alarmed. Nothing further was reported.